Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button is difficult to press. Customer pressed the wake button multiple times and the wake button performed as intended. There was no reported adverse impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support. No additional information was provided.